Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having bent cannulas and experiencing high blood glucose. The blood glucose reading at time of call was 357mg/dl. The customer stated that the insulin pump did not alarm no delivery as it should alarm. No further info was provided.